Manufacturer narrative:
Device not returned.

Event description:
Received information from persist avr registry about a perceval valve pvs27 - s/n (B)(4) that was implanted on (B)(6) 2018 via mini-sternotomy. The site indicated an endocarditis event that occurred on (B)(6) 2018. A re-intervention was performed on (B)(6) 2018 to explant the perceval valve pvs27 and replaced with a crown valve cna27.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1211 , (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1211) perceval heart valve at the time of manufacture and release.

Manufacturer narrative:
Perceval valves are stored in a liquid sterilant. If some bacteria (e.g., staphylococcus) was present on our tissue valve before sterilization, it would be killed very easily by our liquid chemical sterilant. The sterilant contains a mixture of glutaraldehyde and alcohol, both of which are highly effective against staphylococcus. We have validated this liquid chemical sterilization process with spore forming bacillus atrophaeus, which is the most resistant microorganism known for aldehydes. Following routine sterilization, the valves are aseptically packaged in a solution that inhibits growth of microorganisms with steam sterilized closures and jars. The packaging process occurs in a vaporous hydrogen peroxide (vhp) decontaminated isolator; therefore there is no risk of valve contamination post-sterilization. Each closure/jar containing the valve is integrity tested after packaging, thus ensuring a sealed barrier for the product to remain sterile during transport up until the closure/jar is opened. Based on the results of the document review performed, and the robustness of the sterilization process described above, it is not possible that the infection found in the patient originated from the implanted perceval valve, and the event is therefore considered to be not device-related. The manufacturer agrees with the medical judgment provided by the hospital that the event might be attributed to the procedure and not to the device. The case will be considered closed at this time; however, we will re-visit the investigation if the device becomes available for testing.

Event description:
The manufacturer contacted the hospital for the return of the device. Based on the information received the device was sent to the internal microbiology department for analysis. The hospital is still confirming the availability of the device to be returned to the manufacturer.